Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a driveline power fault on (B)(6) 2021. The vad coordinator assessed the patient and performed a successful system controller exchange as the "modular cable didn't look too bad". A small kink on the patient side of the driveline was noted but nothing was torn. The controller exchange resolved the alarms and the patient remained alarm free over the weekend.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log file downloaded from the returned system controller (serial number: (B)(6); however, the alarm was not reproduced during testing of the returned system controller. The downloaded log file contained approximately 4 days of relevant data (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured a driveline power fault alarm on (B)(6) 2021 from 17:49:11 to 19:22:21 associated with a pwr_b_broken fault. The fault activated due to the current sense on line b dropping below the amperage threshold. The driveline was disconnected on (B)(6) 2021 at 19:22:21 to exchange the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Provided information stated that the alarm resolved after exchanging the system controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 22jun2020. Heartmate 3 instructions for use section 7: ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5: ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault, low voltage advisory/hazard, power cable disconnect, and no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3: ¿powering the system¿ and heartmate 3 patient handbook section 3:¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 patient handbook section 6 : "caring for the equipment" describes how to care for and clean all equipment, including the system controller audio sounders. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.